Event description:
Reporter noted pt had phaco surgery with pc iol and anterior vitrectomy due to ruptured posterior capsule with vitreous loss in 2000. Endophthalmitis noted five days post-op. Cultured staph epidermidis. Pt sent to retinal specialist, had vitrectomy with intraocular antibiotics. Follow-up on 05/10/2000: va is 20/400 right eye; retina is healing slowly and hemorrhagic retinitis is resolving. Prognosis is listed as poor.